Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittently, insulin drips were observed to be exiting the infusion set tubing slowly during the load fill process. Reportedly multiple supply changes were performed to try and address the issue. Customer's blood glucose was ~200 mg/dl.